Event description:
The customer reported no image, temporary blackout, an image that was too noisy to visualize, or an intermittent image during an inspection for use involving an olympus monitor. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.